Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this avea ventilator was alarming "circuit occlusion". The customer opened up the unit and re-seated the gde (gas delivered engine) because he thought he heard an air leak. The unit passed the est (extended systems test) and then had a "circuit occlusion" alarm once again. The issue resolved when the customer replaced the gde with a known good gde. The customer stated that there was no patient involvement associated with this reported issue.